Manufacturer narrative:
On (B)(6)-2021, additional information was received regarding a follow up request to confirm if extended hospitalization was required. The response received was: ¿we don't obtain the patient required the extended hospitalization.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has three reports: (1) MFR # 2029046-2021-00429 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR # 2029046-2021-00430 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small) (3) MFR # 2029046-2021-00432 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has three reports: (1) MFR # 2029046-2021-00429 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR # 2029046-2021-00430 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small) (3) MFR # 2029046-2021-00432 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small) on (B)(6)-2021, the product investigation has been updated. Visual analysis of the returned sample revealed that the brim cap, the silicon ring, and the hemostatic valve detached from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Small residues of glue were observed during a microscopic examination of the brim cap. This shows that the brim cap was attached to the vizigo sheath. The hemostatic valve and the silicone ring were found in good conditions. The target areas for adhesive on both the cap and hub did not meet the expectations identified in the procedures set by the device manufacturer. An internal corrective action has been opened to investigate this issue at the device manufacturer¿s site. A device history record was performed for the finished device 00001489 number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-000863901 has three reports: (1) MFR # 2029046-2021-00429 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR # 2029046-2021-00432 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small that had a hemostatic valve separation and a brim cap detachment issue, a second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small that had a hemostatic valve separation and a thermocool® smart touch® sf bi-directional navigation catheter that was used during the procedure while the patient suffered cardiac tamponade requiring cardiac surgery. It was reported that the hemostatic valve of the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was damaged and photo of the device showed the brim cap was detached. These issues were discovered at the stage of unpacking the device. As such, the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced with another carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. During the procedure, after transseptal puncture, the second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted through the same puncture hole and there was trouble with the hemostatic valve sticking off the dilator when pulling out the dilator. The second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was also replaced with another sheath and the procedure was then performed. It was then reported that the patient¿s blood pressure decreased while the patient was undergoing right pulmonary vein isolation (rpvi). The procedure was interrupted because pericardial effusion was noted. Cardiac surgery was subsequently performed. The physician commented that the orientation of the coronary sinus (cs) catheter displayed on the carto 3 system screen turned in an unusual direction and it might be a perforation in the cs. The patient was reported to be in stable condition at the time the complaint was reported. Since the event (cardiac tamponade) is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable. The issues of hemostatic valve separation and brim cap detachment have been assessed as MDR reportable malfunctions.

Manufacturer narrative:
H6. Investigation findings code of "appropriate term/code not available¿ represents photo/video analysis. The bwi product analysis lab received the device for evaluation on 5/11/2021. The device evaluation was completed on 5/20/2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small that had a hemostatic valve separation and a brim cap detachment issue, a second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small that had a hemostatic valve separation and a thermocool® smart touch® sf bi-directional navigation catheter that was used during the procedure while the patient suffered cardiac tamponade requiring cardiac surgery. It was reported that the hemostatic valve of the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was damaged and photo of the device showed the brim cap was detached. These issues were discovered at the stage of unpacking the device. As such, the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced with another carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. During the procedure, after transseptal puncture, the second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted through the same puncture hole and there was trouble with the hemostatic valve sticking off the dilator when pulling out the dilator. The second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was also replaced with another sheath and the procedure was then performed. It was then reported that the patient¿s blood pressure decreased while the patient was undergoing right pulmonary vein isolation (rpvi). The procedure was interrupted because pericardial effusion was noted. Cardiac surgery was subsequently performed. The physician commented that the orientation of the coronary sinus (cs) catheter displayed on the carto 3 system screen turned in an unusual direction and it might be a perforation in the cs. The patient was reported to be in stable condition at the time the complaint was reported. Additional information was received on 5/7/2021 and it was reported that the physician¿s opinion on the cause of this adverse event is that it is biosense webster, inc. (Bwi) product malfunction related. The patient¿s gender is male, therefore, gender was populated on this report. The patient¿s condition was reported to have improved. A smartablate generator was used (make and model unknown). Therefore, the concomitant product section was updated on this report, and an unk_smartablate generator was added. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. On 5/17/2021, additional information was received stating that the coronary sinus (cs) catheter used is a competitor¿s product. The product details are unknown. Therefore, the concomitant product section was updated, and the unknown brand cs catheter was changed to non-bwi unknown brand cs catheter. Device evaluation: an analysis was performed on the pictures that were provided by the customer. According to the pictures, the brim cap, the hemostatic valve and friction ring are observed detached from the device and stuck in the proximal end of the sheath dilator. In addition, not enough adhesive residues are observed in the external edge on the hub area. Visual analysis of the returned sample revealed that the brim cap, the silicon ring and the hemostatic valve are detached from the vizigo sheath. Microscopic examination in the brim cap shows residues of glue, which shows that the brim cap was attached to the vizigo. The hemostatic valve and the silicone ring were found in good conditions. All components are within specifications, no anomalies were found. A device history record was performed for the finished device 00001489 number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that the brim cap has glue residue, and this shows that the brim cap was attached to the device. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Biosense webster manufacturer's reference number (B)(4) has three reports: (1) MFR # 2029046-2021-00429 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) (2) MFR # 2029046-2021-00430 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small) (3) MFR # 2029046-2021-00432 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath - small).